Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate hv therapy due to cautery during a procedure. Physician placed a magnet over the device but appears it may have slipped out of position. Device was evaluated following the shock and was found to be functioning normally. Patient is well.